Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4) .

Event description:
The end user used 3 or 4 eakin stoma wraps to encircle his stoma, then applied the wafer that he had cut to fit his stoma. With the last wafer change, he noted a small slit on the side wall of his stoma at 9 o¿clock position approximately 1/8¿ in length. He thought that stoma laceration was caused by the edge of the wafer. Reportedly, there was no bleeding. He had intentionally cut his wafers to fit snugly against the stoma. Thereafter, the end user continued to use the product. No photo is available at this time.